Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2006: the patient underwent spinal fusion surgery at l5-s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. Allegedly, "the patient was in more pain than before the surgery. After surgery, the patient couldn¿t straighten his back without severe pain which limited the amount of time he could stand and walk. Following surgery, the patient had to use a wheelchair and mobility scooter. Due to this the patient's mobility and muscles deteriorated and he started being treated for diabetes. The patient spends most of his days either in bed, fully reclined in a chair, or doing therapy in the swimming pool. He has increased hip and back pain and severely limited mobility. The patient has been unable to work since (B)(6) 2004."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.